Manufacturer narrative:
A microdislodgement of the rv lead was noted during the procedure. The lead was explanted and replaced with another rv lead of the same model. The device was also replaced, as planned, and an atrial pacing lead was added. No adverse patient effects were reported due to the procedure. The explanted lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced a pulsating sensation in the neck. The clinician believed it was due to pacemaker syndrome, and the patient was scheduled for a device upgrade to a dual chamber pacemaker. It was also observed that the rv pacing threshold measurements had increased, and that r-wave sensing had decreased. A lead revision was planned during the device replacement procedure. No additional adverse patient effects were reported.